Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it had pulled back and out of position were it was no longer pacing. There is reasonable evidence suggesting that this issue may have been a result of an open heart surgery that the patient underwent recently. A new lead was implanted. No additional adverse patient effects were reported.